Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom of cases are in excellent condition. Hairline crack on right plunger case. No visible contamination. Customer?s reported issue was duplicated during check syringe plunger sensor. The root cause of the reported issue was determined to have been design related. Actions taken to mitigate the reported issue: replaced plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that plunger. No patient injury reported.